Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non-boston-scientific right ventricular (rv) lead triggered a code 1005 alert, related to an open circuit condition. The impedance trend appeared stable for past year. There were episodes where last delivered shock had polarity reversed and the impedance was high, out of range. All shocks before the las one at each episode, were within range, just like the daily trend. It was also discussed that all therapy episodes, including anti-tachycardia pacing and shocks, appear to be inappropriate due to supraventricular tachycardia. The ICD and rv lead remain in service. No additional adverse patient effects were reported.